Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Reprogramming was performed to resolve the event. The patient was stable.